Event description:
This senior medical surveillance specialist reviewed information the patient/layperson gave to a customer care advocate, cca, who replaced the onetouch ultra2. Results are in mg/dl, correct unit of measure. The patient complained that in 2009, the meter's display was missing segments, so she has been unable to determine her blood glucose. The patient regulates the amount of oral diabetes medication with her normal fasting result: results in the 80's, 5mg; 120 to over 130, 10 mg; and 140-160, 15 mg. Since the issue began, the patient has taken 10 mg daily based upon previous average blood glucose of 130 and 140 mg/dl. Although the patient attributes a recent severe headache to her mother's recent death, she also developed blurred vision that she believes is due to her blood glucose. A blood glucose before calling lifescan was 48 on an old backup meter (she was unable to read the name); however, the patient doubted the result. The patient has given herself no other medication. Because the patent alleged developing blurred vision, a symptom that meets the criteria of serious injury, due to the reported product issue, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.